Event description:
No new information.

Manufacturer narrative:
This supplemental is being filed to include an additional results code following the completion of a device investigation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 5 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results). 1 device: side rail / fracture problem. 1 device: pusher / fracture problem. 2 devices: latch / fracture problem. 1 device: rod/shaft / material and/or chemical problem identified. 3 devices are pending evaluation. Evaluation results findings (components/results). 3 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 - december 31, 2025. This report summarizes 8 malfunction event(s), where it was reported the device experienced accessible sharp metal edges. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. Evaluation results findings (components/results). 1 device: rod/shaft/material and/or chemical problem identified. 2 devices that were pending were evaluated and it was determined the devices experienced cosmetic/aesthetics issue, not affecting function and sharp plastic edge, which is not reportable.

Event description:
This report now summarizes 6 malfunction event(s), instead of 8.